Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "patient who lives with animals may not have washed his hands properly". The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was not hospitalized. The patient was treated with rocephine (1 time, intraperitoneal, discontinued same day), cefazoline (intraperitoneal, discontinued) and oflocet (ofloxacine) (intraperitoneal, discontinued after 21 days). At the time of this report, the patient was recovering from the peritonitis. Action taken with pd therapy was unknown. It was not reported if the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.